Event description:
During a cardiopulmonary bypass procedure, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the pt as a result of this event.